Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04783. It was reported that the patient presented remotely. Review of the transmissions revealed an episode of far r-wave oversensing, which caused inappropriate mode switches and delay in pacing. Programming changes were discussed but were not made. The patient will continue to be monitored. There were no reported patient symptoms.